Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% in-stent restenosis of a non-bsc stent was located in the severely calcified and moderately tortuous proximal left circumflex (lcx). Dilatation was performed with a 12mmx3.25mm nc quantum apex mr balloon catheter. Upon the first inflation at 12 atm, the balloon ruptured. The procedure was completed with a 3.0x12mm nc quantum apex balloon catheter and a 3.5x10mm flextome cutting balloon catheter. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop) within an nc quantum apex shelf box that matched the information on the device. There was a stopcock attached to the inflation lumen. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% in-stent restenosis of a non-bsc stent was located in the severely calcified and moderately tortuous proximal left circumflex (lcx). Dilatation was performed with a 12mmx3.25mm nc quantum apex mr balloon catheter. Upon the first inflation at 12 atm, the balloon ruptured. The procedure was completed with a 3.0x12mm nc quantum apex balloon catheter and a 3.5x10mm flextome cutting balloon catheter. No patient complications were reported and patient¿s status was good.